Manufacturer narrative:
Per tandem's user guide: "if the occlusion alarm occurs during bolus delivery, after tapping close a screen will appear letting you know how much of the requested bolus was delivered before the occlusion alarm. When the occlusion is cleared, some or all of the previously requested insulin volume may be delivered. Test your bg at the time of alarm and follow your healthcare provider¿s instructions for managing potential or confirmed occlusions." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred that the customer did not hear or acknowledge. Customer's blood glucose (bg) was 500 mg/dl with large ketones. Customer went to the emergency room (ER) and was treated with intravenous insulin. A healthcare provider identified ketone level as dangerous. Customer left ER 12 hours later, stable and alert, with bg 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.